Manufacturer narrative:
Cam bracket assembly. Manufacturers investigation is still ongoing; if additional info is received, a follow-up report will be submitted.

Event description:
It was reported by service report that the zoom stretcher pops out of drive mode. It was alleged that a nurse was caught between the stretcher and the wall. It is unk if there were any adverse consequences as a result of this event.